Event description:
Received an article titled "fenestrated stent grafting for short-necked and juxtarenal abdominal aortic aneurysm: an 8-year single-center experience. European journal of vascular and endovascular surgery. 2010. 39, 529-536. It was a retrospective data collection from 11/2001 - 04/2009. Ptfe covered stents were used in the juxtarenal aneurysm repairs. Per the study one patient had a renal artery occlusion with subsequent renal function deterioration requiring dialysis 18 months post procedure.

Manufacturer narrative:
A complete investigation was not able to be performed as not product code, lot number, or sample was provided. Per the study fenestrated stent grafting for short-necked and juxtarenal abdominal aortic aneurysm appears safe and effective on the longer term. Associated files: 1219977-2015-00090. 1219977-2015-00091.